Event description:
It was reported to philips that device has error message. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm 100 defibrillator monitor indicating that the device showed an error. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 assy processor (sn: (B)(6)) was returned to philips for additional analysis. Based on the information available and the testing conducted, there is no device malfunction. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It was confirmed that reported problem could not be reproduced and there was no malfunction with the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm 100 defibrillator monitor indicating that the device showed an error. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.